Event description:
It was reported to philips that the wireless footswitch was defective. No user or patient harm has been reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips attempted to schedule having a field service engineer (fse) inspect the system onsite, but the service quotation was not accepted by the customer and the quotation has expired; no device inspection was performed by philips. No further information has been received regarding the event reported. The codes were updated based on the investigation outcome.